Manufacturer narrative:
The broken plate was returned along with explanted screws. Visual inspection of the returned parts confirms that the plate is broken, and the visual examination indicates that the plate fracture pieces had significant contact prior to removal, rubbing the fracture area smooth. Also there is no gross deformation to the screws noted nor was a complaint was stated on the screws. Radiographic images were provided that show the u-plate is fractured and that the plate was used in a fusion of the 1st and 2nd tarsometatarsal. The x-ray also shows that fusion between the 1st and 2nd tarsometatarsal was not established. No pre-fracture radiographic images were provided to analyze positioning or use of the product.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly, the plate had been broken approximately 3 weeks after the surgery. The patient is very reasonable, young, not big. Nothing particular neither pre-op nor post-op.